Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient(age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: zoll medical canada evaluated the device and the device performed to specification. Review of the device clinical file does show evidence that there was only one attempt to shock the patient during the case which the device successfully discharged the energy. Therefore this claim is being closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type. Reports of this nature are typically not considered to have any clinical impact.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), there was no patient movement during discharge of energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.